Manufacturer narrative:
(B)(4). As w.l. Gore & associates was informed that during the procedure three gore viabahn endoprostheses were implanted beside the three conformable gore tag thoracic endoprostheses, gore is submitting also a report (2017233-2016-00548) for one of the implanted gore viabahn endoprosthesis.

Event description:
On (B)(6) 2016, the patient was implanted with three conformable gore&#59412;tag&#59412;thoracic endoprostheses to treat a thoraco - abdominal aortic aneurysm. The procedure also involved three viabahns which were implanted into the superior mesenteric artery (sma) and one each into the right and left renal artery. There were no issues noticed during the procedure. On the third day post procedure, the patient developed abdominal pain. In a side branch of the mesenteric artery, computed tomography angiography revealed that a thrombus had formed 3 to 4 cm away from the location were one of the viabahns had been implanted into the sma. Although laparotomy and embolectomy were immediately performed, the patient subsequently died due to irreparable ischemic and necrotic damage in the coecum and in the small bowel caused by the thrombus formation. The reason for the thrombus formation is unknown.